Event description:
It was reported that a revision surgery was performed due to disassociation of the implant.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection shows damage not unexpected for explants. A lab analysis found damage/deformation, which could have caused by third-body debris, was observed on the superior surface of the tibial insert, this type of damage is commonly observed on inserts retrieved secondary to loosening. Some deformation was visible on the posterior locking detail, which could have been caused during removal of the insert. The inferior surface of the insert showed signs of burnishing, primarily on the anterior portion in an arc pattern. This burnishing could be a sign of motion between the insert and tibial baseplate in vivo. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).